Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction "front panel blinks" would likely be a malfunction of the mesh turret and filter turret. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the light source front panel displays are blinking; however, the device continued to work. There were no reports of patient or user harm. Related patient identifier (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation but is expected. The customer reported that the issue is intermittent and occurs at various times and sometimes, no problems occur. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.